Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical study: it was reported that vessel dissection occurred. In (B)(6) 2022, the index procedure was performed. The target lesion 1 was located in the right proximal superficial femoral artery (sfa), right distal sfa and right proximal popliteal artery with proximal reference vessel diameter of 4.5mm and distal reference vessel diameter of 4.5mm with lesion length of 250mm and 75% stenosis. Prior to target lesion treatment, pre-dilatation was performed with a 5.0 mm x 100 mm sterling balloon catheter. A grade b dissection was noted during angioplasty. In response to the event, balloon dilation was performed. Treatment of the target lesion was performed with study devices 5.0 mm x 150 mm and 5.0 mm x 100 mm non-boston scientific (bsc) drug coated balloons. Post treatment, the final residual stenosis was noted to be 5% and the complication was resolved.

Event description:
Elegance clinical study. It was reported that vessel dissection occurred. In (B)(6) 2022, the index procedure was performed. The target lesion 1 was located in the right proximal superficial femoral artery (sfa), right distal sfa and right proximal popliteal artery with proximal reference vessel diameter of 4.5mm and distal reference vessel diameter of 4.5mm with lesion length of 250mm and 75% stenosis. Prior to target lesion treatment, pre-dilatation was performed with a 5.0 mm x 100 mm sterling balloon catheter. A grade b dissection was noted during angioplasty. In response to the event, balloon dilation was performed. Treatment of the target lesion was performed with study devices 5.0 mm x 150 mm and 5.0 mm x 100 mm non-boston scientific (bsc) drug coated balloons. Post treatment, the final residual stenosis was noted to be 5% and the complication was resolved. It was further reported that pre-dilatation was also performed using another 4 mm x 100 mm sterling pta balloon catheter in the right proximal sfa and right distal sfa. In (B)(6) 2022, during treatment of target lesion, dissection of grade b was noted in the target lesion due to sterling balloon catheter. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1. Patient identifier: (B)(6).

Manufacturer narrative:
A1. Patient identifier: (B)(6). B5. Describe event or problem updated.

Event description:
Elegance clinical study. It was reported that vessel dissection occurred. In (B)(6) 2022, the index procedure was performed. The target lesion 1 was located in the right proximal superficial femoral artery (sfa), right distal sfa and right proximal popliteal artery with proximal reference vessel diameter of 4.5mm and distal reference vessel diameter of 4.5mm with lesion length of 250mm and 75% stenosis. Prior to target lesion treatment, pre-dilatation was performed with a 5.0 mm x 100 mm sterling balloon catheter. A grade b dissection was noted during angioplasty. In response to the event, balloon dilation was performed. Treatment of the target lesion was performed with study devices 5.0 mm x 150 mm and 5.0 mm x 100 mm non-boston scientific (bsc) drug coated balloons. Post treatment, the final residual stenosis was noted to be 5% and the complication was resolved. It was further reported that pre-dilatation was also performed using another 4 mm x 100 mm sterling pta balloon catheter in the right proximal sfa and right distal sfa. In (B)(6) 2022, during treatment of target lesion, dissection of grade b was noted in the target lesion due to sterling balloon catheter. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that in (B)(6) 2022, the target lesion 1 was also located in the right mid sfa extending up to right distal sfa. On the same day, a grade b dissection was noted in the target lesion due to 5 mm x 100 mm sterling pta balloon. In response to the event, balloon dilation was performed using ranger balloon.